Event description:
Follow up information identified the patient's ipg was explanted.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may be pending.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint of discomfort at the ipg was not confirmed. As received, the ipg was responsive and communicated with lab utilities. The ipg passed functional bench testing and manufacturing tests using ate. No physical or functional anomalies were observed which could have contributed to the complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.